Event description:
It was reported that a user two weeks into ilet use experienced frequent glucose values in the 70¿80 mg/dl range. While announcing a lunch as ¿less than usual¿ at a starting glucose near 76¿80 mg/dl, subsequently consumed additional carbohydrates including two glasses of fat-free chocolate milk, after which glucose rose to 203 mg/dl with rapid upward trend. The agent provided education that announcing meals after eating or announcing uneaten food can impact algorithm learning, and the event was characterized as a use procedure issue related to user interaction with the meal announcement interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with incorrect meal size, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.